Event description:
The clinic reported that a laser vision correction patient presented with recurrent corneal abrasion/erosion and dry eye in right eye at one month post treatment. Bandage contact lens, punctual plugs & restasis placed in right eye in office on (B)(6) 2014. Patient was advised to start cipro, polytrim, muro all of them four times a day in right eye and non-preserved artificial tears every hour. It was initially stated that the patient has not experienced loss of best corrected visual acuity (bcva). The patient complained of irritation in right eye that started on the night of (B)(6) 2014 worsened upon waking up nest day. Patient was using artificial tears every two hours, artificial tears ointment before bed but was unable to re-fill restasis (no insurance coverage). On (B)(6) 2014, it was reported that abrasion resolved after a month, patient reported that he is feeling a lot better as of his (B)(6) 2014 visit. He is still wearing punctual plug for dry eye relief. It was reported that vision is getting better - 20/40 bcva in both eyes. Pre-op bcva was reported to be 20/20 in both eyes therefore, there is more than 2 lines of loss of bcva.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.